Event description:
It was reported that the customer was hospitalized for high blood glucose levels around (B)(6) 2014. The blood glucose reading at the time of hospitalization was unknown. The customer called to make sure that the insulin pump was administering insulin after her release from the hospital. The blood glucose reading at the time of the call was 310 mg/dl. She stated that the device was giving insulin and her keytones check was fine; she just wanted to review the insulin pump history. It was found that the insulin pump's alarm history, bolus history and programs all seem to be correct and in place. The customer checked her blood glucose reading and it had lowered from 310 mg/dl to 282 mg/dl in less than an hour. She also noted that she had not given a correction for her carbohydrate intake and went to bed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.